Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock while playing football. It was mentioned that the patient is very young and is very traumatized regarding the inappropriate shock received. Technical services (ts) reviewed the device data and discussed the episode shows an inappropriate shock being provided due to t-wave oversensing of changed morphology at an approximate rate of 195 beats per minute (bpm) when the r-wave decreased and the t-wave is elevated almost above the r-wave, which presents a difficulty for the system to discriminate. It was also mentioned that the primary and alternate sensing vectors are offering good amplitudes that are very close to the device sensing ceiling. Further troubleshooting suggestions were also provided. The s-ICD system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code. E210401. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the device is acceptable. A risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the device is acceptable. The device remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock while playing football. It was mentioned that the patient is very young and is very traumatized regarding the inappropriate shock received. Technical services (ts) reviewed the device data and discussed the episode shows an inappropriate shock being provided due to t-wave oversensing of changed morphology at an approximate rate of 195 beats per minute (bpm) when the r-wave decreased and the t-wave is elevated almost above the r-wave, which presents a difficulty for the system to discriminate. It was also mentioned that the primary and alternate sensing vectors are offering good amplitudes that are very close to the device sensing ceiling. Further troubleshooting suggestions were also provided. The s-ICD system remains in service. No additional adverse patient effects were reported.